Event description:
In 2009, the pt reported experiencing elevated blood glucose since beginning use of the infusion device 4 weeks ago. His blood glucose has ranged from 38-365 mg/dl over the last 3 days. His target blood glucose range is 100-150 mg/dl. He stated that he noticed that air bubbles had formed in the insulin cartridge since changing it yesterday. He has experienced several incidents of air bubbles forming at the bottom of the insulin cartridge with his last 2 boxes of cartridges. He described his technique for filling insulin cartridges and it appears he is following the proper procedure. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.